Manufacturer narrative:
The returned sample was evaluated. It appears that the spring inside the unit was either bent nor square which allowed the plug to stay in the fast flush mode after being actuated numerous times. The assembly instructions for the flush device have been modified in order to detect this condition. This issue is being monitored. The device history record was reviewed and found to be acceptable. Medex was unable to confirm this issue and determine the cause. Medex has made a product change to correct this issue. No additional action neccessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the flush did not release and stayed in the fast flush mode. 500cc of fluid was infused into the patient. The patient is fine with no side effect. There was no treatment administered as a result of this issue.